Event description:
It was reported that after predilatation of an ami in the lad, a zeta was chosen for stenting. The stent delivery system (sds) balloon was pressurized up to 18 atm for deployment. After stent placement and retraction of the sds back into the guiding catheter, the shaft of the delivery system separated into two pieces. The distal part of the shaft was found halfway in the vessel and halfway in the guiding catheter. The proximal shaft was pulled back out of the guiding catheter. Reportedly, the pt suffered from ECG changes and vessel occlusion. The system was then removed with all components (guiding catheter, guide wire and proximal part of the sds) as a single unit, and it was possible to retrieve the distal segment of the separated shaft. The pt's symptoms normalized again. After a final control of the vessel, there was a good result and no further pt effects.